Manufacturer narrative:
In review, it was noted that that an emdr should not have been reported for this device as the event did not meet the criteria for a reportable malfunction event. Therefore, no further information will be provided under this medwatch #2648035-2019-00557. Device evaluation: the product was not returned; however, a photo was provided. The photo was evaluated and due to the photo provided, it is possible to confirm the complaint reported. Although there was a misprint, the label discrepancy is unlikely to impact the customer. Manufacturing records review: the manufacturing records for the product was reviewed. No non-conformance reports (nc) were found associated to this production order. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no impact to patient harm. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4)and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a site visit a sales representative identified a spelling / typing error on the lens label. The device was identified as an aspheric posterior chamber biconvex intraocular lens; however, it should read as spheric instead of aspheric. There is no patient involvement. No further information provided.